Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause identified is covered by CAPA # 2666889. "The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool. It was determined that the drain valves will need to be replaced. Requested a quote for 2000-hour service. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device drain valves were leaking after doing a drain and refill. It was determined that the drain valves will need to be replaced. Requested a quote for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Left drain port is leaking. Replaced drain valves. Performed pm procedure. Serviced mixing pump, circulation pump. Replaced heater, manifold o-rings. Tank tubing, coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The root cause identified is covered by CAPA # 2666889. The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device drain valves were leaking after doing a drain and refill. It was determined that the drain valves will need to be replaced. Requested a quote for 2000-hour service.